Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour xt meter and in-house contour next test strips using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Since no product information was provided, no information was captured in section d4 (model #, lot # and expiration date), and device manufacture date (h4) could not be determined.

Event description:
The customer from germany reported that within 2 minutes he obtained blood glucose readings of 522 mg/dl and 142 mg/dl with the contour xt meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.